Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing disconnected at the stopcock for an extended period of time. The patient lost about 100mls of blood and required a blood transfusion. No other details were provided.